Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that a circumstance which lead to the overstimulation was their remote falling into a mop bucket filled with water. They called tech services and later met at a pain clinic to have their ins turned off. They mentioned that they still had issues regulating their pain. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for spinal pain. The patient reported that they feel overstimulation when sitting or moving around. The patient reported that they had scheduled to meet with the manufacturer rep to make an adjustment.